Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm stated that every time the unit powered up this ¿electrical test fails code #51¿ and an audible alarm sounded. Using the manual as a guide the stm knew this was a failure of the motor control board and it recommended changing this board. The stm also noted that the compressor was coming on so the commands where reaching the motor control board - but would fail during start up self-test. The stm was concerned about a saline spill but after opening the unit the stm inspected all connecting cables and couldn¿t find any sign of saline or damaged components. The stm then replaced the motor control board and the unit came up without any further issues. The stm then proceeded to confirm calibration and performing the system checklists. During testing the batteries failed the run-time test. To fix this issue, the stm replaced the batteries and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported during power up that the cs300 intra-aortic balloon pump (iabp) generated an electrical test failure #51 and an audible alarm sounded. There was no patient involvement and no adverse event was reported.